Event description:
It was reported that a malfunction occurred with the customer's pump, displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to reset the pump; however, the malfunction code reappeared after the reset. Consequently, technical support decided to replace the pump. They confirmed the shipping address and instructed the customer to switch to multiple daily injections (mdi) as a backup therapy. Additionally, the customer was guided on how to put the pump into storage mode and was advised to return the defective pump using a pre-paid label within ten days.